Manufacturer narrative:
(B)(4). Batch # m91y7u the analysis results found that the el5ml device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. No functional test could be performed due to the condition of the returned device. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. Due to the device was returned empty; we are unable to investigate further to the malformed clips issue. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, firing across the duct, the doctor experienced issues with clip not closing. She was not firing rapidly, loaded the clip in the jaws before fully squeezing and squeezed the handle completely. The tips of the clips were not touching. This occurred in various attempts firing the device. Case completed with another device of the same product code. There were no patient consequences reported.